Manufacturer narrative:
(B)(4). Any additional information received from the costumer will be included in a follow up report. (B)(4). At this time, carefusion has not received the device component for evaluation.

Event description:
The customer reported revel ventilator was failing leak test while performing preventative maintenance. Customer stated 15,000 hour preventative maintenance was overdue. Customer also stated no patient involvement or allegation of patient harm.